Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due blank display. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Crack on screen was also reported. The device was returned for analysis.